Event description:
It was reported that a remote transmission showing slow ventricular tachycardia (vt) caught in an auto mode switching (ams) episode with far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. No changes were made by the clinician. The patient was noted to be asymptomatic and there were no patient consequences.

Event description:
New information received notes the patient experienced a ventricular storm, and the device properly rescued the patient. Programming changes were made. The patient was stable.